Event description:
The patient had pain due to a cement mantle dissociation and the cause is unknown. At about 10 years and 2 months post primary the surgeon revised the head, stem and liner. The surgery was completed successfully. During primary the amistem h (cementless stem) was cemented but the reason is unknown.

Manufacturer narrative:
Batch review performed on 12 december 2024: lot 115298: (B)(4) items manufactured and released on 22-feb-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. During the primary the amistem h was cemented also if it has to be implanted without the cement. This is an off label use of the implant. We decided to report anyway the case for monitoring scope. The fact that it lasted 10 years proves that it has done something that may not be excellent, but more than adequate, evidently in emergency conditions for reasons unknown to us.